Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 and 4 was not opening. A field service engineer replaced mini pyxis module controller and drawer controllers for drawers 3 and 4 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers 03 and 04 failed to open. When attempting to issue morphine sulfate 10 mg/ml vial, the drawer did not open. Upon remote review, drawers 03 and 04 were observed to be highlighted in yellow on the populate buttons. A hard reboot was performed; however, this could not resolve the issue. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.